Event description:
It was reported that the customer had battery issues. The batteries did not last a week. A battery cap replacement did not solve the issue. The customer's blood glucose level was 211 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump was received with high idle current due to open trace on lcd driver. Unit had cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.